Event description:
Hcp reports pt presented with signs of a granuloma including a recent increase in the patient's usual pain, radicular pain at l5, new or different sensory complaints or paresthesia at l5, new or increased weakness in the right leg. The mass was diagnosed in 2003 via MRI which showed 2cm x 0.5cm mass in posterior epidural space at the level of the superior end plate of t11. The catheter was removed the following month. Cultures taken were negative for both aerobic and anaerobic organisms. The pt is reported to have "decreased symptoms related to inflammatory mass." An MRI is scheduled for follow-up.